Event description:
Customer reported that the provue resulted cell I as negative, when the customer read it as weakly positive. Instrument resulted cell ii as 1+; result confirmed by customer. Provue is configured to bring all 1+ reactions to the service rack for review. When the tech visually inspected the gel card, she noticed a weak reaction in cell I. Cell ii was 1+ positive.

Manufacturer narrative:
Customer is confident that the instrument is operating as expected, therefore customer did not request service.no erroneous results have been reported.(B)(4).